Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified battery depleted. During the functional testing the reported issue was able to be duplicated. Battery depleted was found at power up due to battery capacity at 0 percent, after battery was charging with alternating current (ac) power and all the reading of battery within the required specifications. No problem was found on battery, the battery operated as intended. The customer's reported problem was not found or confirmed. Device operates within specification. Depleted is a normal and expected advisory alarm that lets the pump user know when the pump battery pack needs to be recharged. Replaced battery for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump needed a new battery. No patient injury was reported.